Event description:
Lumbar drain was being removed in standard procedure with the patient in lateral decubitus position. Lumbar drain did not have any resistance but at the end snapped and broke off tip within the soft tissue of the patient's body. No pain by the patient.

Manufacturer narrative:
According to the customer, when removing a lumbar drain on (B)(6) 2026 from the patient's back, the "tip" broke and was left inside the patient's back. The customer reported that there was no injury as a result of the reported incident, "imaging", and the tip was left inside the patient. The customer reported that they were prescribed "an oral medication and cream to apply to the area". The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.